Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed no screen, consistent with a device display malfunction of the handheld/pump assembly, and a replacement device was provided with instructions to shut down the unit and return it. Symptoms included hyperglycemia with a peak glucose of 224 mg/dl without ketoacidosis, loss of consciousness, or other acute clinical effects. Outcomes included transient elevated blood glucose for approximately 30 minutes, self-managed without hospitalization or professional medical intervention. Investigation included a review of the reported performance issue and complaint handling with arrangements for device replacement and data return logistics and inspection of the returned device. Investigation of this device revealed a suspected screen/display failure leading to loss of user interface, with the insulin delivery system otherwise not reported to have failed; the user corrected hyperglycemia using subcutaneous insulin via pen. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the display subsystem.